Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5167726. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient¿s cgm was reading 84 mg/dl, and the bg meter was reading 30 mg/dl. The patient was experiencing nausea, vomiting, a migraine, head/facial swelling, sinus irritation, and difficulty breathing. She self-administered nasal glucagon to herself and called emergency medical service (ems). Ems treated the patient with zofran, IV fluids, and glucose. Once at the emergency room (ER), the patient was treated with zofran, a gastrointestinal cocktail, toradol, benadryl, IV fluids, and glucose. It was not specified how long the patient was in the ER prior to discharge. The patient reported switching back to the g6 device to avoid inaccuracy issues from re-occurring. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.